Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported, disposable alarm was reproduced, during functional testing. The alarm was produced, because the micro switch was damaged. This component was damaged by the customer, a user interface issue. What therefore, established as the root cause. The damaged micro switch was replaced to address the product fault.

Event description:
Information was received indicating that a smiths medical fluid warmer was alarming due to the disposable. There were no reported adverse events.